Event description:
It was reported that when attempting to prep the mini trek catheter, the device kept drawing air. The device was not used. There was no clinically significant delay in procedure and a new mini trek was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to a leak in the catheter include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the accessory devices. Return of the rx mini trek catheter may have aided in the investigation and determination of cause. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A search of device lot history record indicated no nonconformance material record for the lot and a search of the complaint database for the reported lot revealed no similar incidents reported for leaks. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.